Manufacturer narrative:
The customer¿s report of a possible under-infusion was not confirmed. Physical inspection noted the device to be in good condition. The event date and the pcu event log were not provided. Analysis of the pump module event log revealed that the last infusion recorded for the device occurred on (B)(6) 2016. At 12:09pm, an infusion started at the rate of 166.667ml/hr with a vtbi of 500ml. At 2:15pm, the rate was changed to 200ml/hr. Two minutes later, the pump module door was opened, the IV set was removed, and the device was channeled off. The total infusion time was approximately 2 hours, 7 minutes, and 30 seconds; the total calculated volume infused was 354.989ml. Rate accuracy testing was performed and the device was found to be infusing within specification. The root cause of the reported event was not identified.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving a 3 hour infusion taxol and user noticed the infusion was infusing too slow. The user changed out the lvp and infused without difficulty. No patient harm reported.